Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
The lead was capped due to high impedance. Noise was reproduced with isometric exercises.